Event description:
Medical patch that sticks on the skin is causing a very bad rash and it looks like it's getting infected. Reporter stated device is causing severe rash and blister on daughter's skin.